Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reports that customer had a bent cannula and cracks on insulin pump. Customer's mother would like insulin pump replaced. It was also reported that customer was hospitalized on (B)(6) 2014 with blood glucose of 272 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was experiencing chest pains, shortness of breath, and nausea. Customer was hospitalized for three days and was released on (B)(6) 2014. Customer was wearing insulin pump at the time of hospitalization. No further information provided.